Event description:
The customer reported via phone call that they had issues priming the insulin pump. Customer stated the numbers would not appear on the screen. Customer also reported receiving a no reservoir alarm. Customer's blood glucose was unknown. The customer also reported insulin was squirting out during a manual prime. Customer stated, they were unable to exit from the preparing to prime loop. The customer also reported a second series of beeps occurring during the prime process. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.